Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: nail distal locking /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Customer quality investigation: the device was not returned. A photo-investigation was performed on the x-ray images received. Upon inspecting the images provided, it was observed the locking screw was broken into two pieces. However, an assignable root cause could not be determined for the reported condition. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Conclusion: the complaint can be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: a manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that a2fn distal locking screw was broken in patient after the operation of intramedullary nailing of proximal shaft fractures in year 2014. The occurrence date was not clear at this moment. The broken screw was remained in patient and the patient was not healed till now. No information was received about the schedule of secondary surgery. No further information is available. Concomitant device reported: expert a2fn, cannulated, titanium alloy (tan), light green, sterile (part: 04.009.353s; lot number: 8503302; quantity: 1). Unk - screws: (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for one (1) unk - screws: nail distal locking. This is report 2 of 2 for complaint (B)(4).